Manufacturer narrative:
The insulin pump passed self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test and motor tests. No motor error alarms noted. No failed battery test or low battery alerts noted. The operating currents are within specification. However, the insulin pump was received with broken battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump had alarmed for a motor error and failed battery test and that battery tube threads were damaged and missing pieces. The customer did not recall the blood glucose reading. The drive support cap appeared normal and the insulin pump had not been exposed to a strong magnetic field. The motor error alarm occurred during a bolus and was followed by the failed battery alarm. The customer was able to rewind. The insulin pump passed the displacement test and was able to prime with no recurrence of the motor error alarm. The customer was advised that the motor error alarm was caused by connection issues. The batteries were not previously used, no excessive button pressing was performed and the customer did not use the back light frequently. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump.